Event description:
It was reported that the device had a power on reset. The device was reprogrammed and remains in use. The device was later explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: product performance data was received, analyzed, and power on reset parameters (por) were noted. One por for write to locked randomaccess memory occurred on (B)(6) 2012. One patient alert for por occurred on (B)(6) 2012.

Event description:
It was reported that the device had a power on reset. The device was reprogrammed and remains in use. The device was later explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the device had a power on reset. The device was reprogrammed and remains in use. The device was later explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.